Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2023-18699, and 2015691-2023-18705. Per the report, the device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the thv may have caused conduction abnormalities through the mechanical impingement of the conduction system by the valve in valve, as a result, causing or contributing to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve ttvr procedure with a 29mm sapien 3 ultra resilia valve to treat a stenotic 29mm carpentier surgical valve, the operator was not able to cross the valve with much effort. It was decided to remove the undeployed valve. However, the operator was unable to get it back into the 16 fr esheath+, so the valve was deployed in the right iliac vein. A new 29mm sapien 3 ultra resilia valve was prepped and deployed successfully with no complications. Per report, post procedure, the patient developed complete heart block with junctional escape, occasional right bundle branch block, with ventricular rates of 50-60 bpm. Approximately 7 days post ttvr procedure, a permanent pacemaker was implanted. Per medical records received, during the ttvr procedure, there were difficulties crossing the stenotic surgical valve due to the calcification. Therefore, it was decided to remove the devices as a unit. However, there difficulties withdrawing the delivery system into the esheath, and the valve was deployed in the iliac artery vein. A second valve was successfully implanted. On post operative day 1, the patient developed complete heart block, and a dual chamber permanent pacemaker was implanted on post operative day 7.